Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Reported event: the distal tip of the pelvic checkpoint broke off during a case. The piece was left behind and no harm was reported as a result of the incident. Device evaluation and results: the item in this complaint was not returned for evaluation. The portion of the checkpoint which was removed from the bone was discarded; the remainder was left in the bone. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 8/25/2014. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(6) related to p/n 116230, lot number w38904-1 shows zero additional complaints related to the failure in this investigation. Tracking of complaints related to the 116230 part number will be tracked through quarterly trend request #860. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. At the end of the surgery, it was noticed that pelvic checkpoint was broken off at the halfway point, the piece was retained in the pelvic bone. The surgeon was aware and the outcome of the case was successful.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. At the end of the surgery, it was noticed that a bone pin was broken off and retained in the patient's pelvic bone. The surgeon was aware and the outcome of the case was successful.